Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the "constant close door messages" caused by a failed upper latch switch. The upper auxiliary assembly (including the latch switch) was replaced.

Event description:
It was reported a spectrum infusion pump had constant close door messages in the intensive care unit. It was also reported there was no patient injury.